Event description:
A report was received from a dr on 3/28/2001 that he had observed an increase in dural leaks over the last several pts. He had not yet determined a relationship to adcon-l but was going to review his files. No additional info has been obtained since the initial report.